Event description:
It was observed that during the device evaluation, the bronchovideoscope the c-cover was burnt. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. The following reportable malfunctions were identified during the device evaluation: the c-cover is burnt. Based on the results of the investigation, it was likely the following led to the malfunction: environmental temperature problem identified, and the cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.